Event description:
Additional information became available that this device was explanted and replaced. To date, no additional adverse patient effects have been reported.

Event description:
Boston scientific received information that this patient with this implantable pulse generator exhibited increased thresholds as well as impedances for both pace and shock on the right ventricular (rv) and left ventricular (lv) leads. The pacing impedances jumped greater than 500 ohms, and the shocking impedances were greater than 200 ohms. This patient broke her collarbone around the same time the increases were noted, but its unsure if that might have any bearing on the impedance issues. The safety margins were reprogrammed in an effort to alleviate the issues. An x-ray was ordered but we have not been made aware of what it showed. As this patient is not dependant, there was no loss of critical therapy.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.